Event description:
Customer reported that he was "rushed to the hosp due to high bg levels with chest pain." Customer thinks the pdm is "not working accurately". He's been experiencing many pods alarms but feels its the pdm and therefore wants a replacement. While at the ER, he had an EKG test and "all was cleared"; the chest pain was "due to high bg levels affecting his t rating." The product will be returned for eval.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to the device "not working accurately." The bg meter was thoroughly evaluated - tests were conducted with control solution and on a simulated test strip. All readings fell within specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on investigation results, there is no indication of any pdm failure that would have contributed to customer's high bg levels. No problems were found. No internal corrective action has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed without issue. Product lot qualifications were reviewed and found to have met all acceptance criteria.